Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One (1) level acdf performed by dr (B)(6). A 16 mm skyline plate with 14 mm constrained self-tapping screws. Cam lock driver tip sheared off of the shaft when final tightening, and stuck in the cam of the plate. Surgeon was unable to remove metal piece from the cam lock. Surgeon decided to leave plate in patient. Little to no delay in operative procedure. Patient consequence? :no. Action taken for procedure:surgeon irrigated the wound and determined the metal fragment would not dislodge from the plate/cam. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.